Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the pre parotid region with juvéderm® volift¿ and in the jawline area with juvéderm® voluma¿. The skin was cleansed with antiseptic solution octenisept® thoroughly before and after. A few days later, the patient experienced a ¿discrete enlargement of submandibular lymph nodes unilaterally, which were only palpable around less than 1 cm.¿ the lymph nodes resolved 7 days later spontaneously. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03320 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿.